Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited high pacing threshold, which resulted failure to capture. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures. An internal short was found at the suture sleeve tie impression due to procedural damage to the ring electrode etfe coating and inner coil ptfe liner.